Manufacturer narrative:
Investigation could not replicate event. Device not returned to MFR.

Event description:
A medtronic rep reported accuracy issues during a spine case. Event found to be due to factors not related to the stealth station. There was no impact to the pt reported.